Manufacturer narrative:
Follow-up #1: date of submission: 01/12/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/29/2015 with the following findings: during investigation, a review of the pump¿s black box showed no warnings, alarms related to the event; no occlusions were observed in the alarm history. The pump information from the date of the event had been overwritten due to continued use. During testing, the pump rewind, load and prime steps were performed successfully and the pump exercised for 24 hours with no call service alarms occurring. The complaint of a call service alarm issue was not confirmed or duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump emitted a call service alarm when priming the tubing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.